Event description:
It was reported that the driver began overheating while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a motor short. The motor was replaced along with other components.